Manufacturer narrative:
D4 - UDI no. - not yet required for this product code. The actual device has been returned to the manufacturing facility and the investigation is currently ongoing. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. - attachment: [(B)(4).pdf]

Event description:
The user facility reported difficulty in the mobility of the device. Follow up communication with the user facility confirmed the following information: during use of the wire the doctor followed it with a sheath and felt that it was difficult to pass the sheath over the wire; the doctor took the wire out and noted a barb on the wire; the wire was removed from the sterile field; the procedure being conducted was ultrasound guided across left femoral artery, right lower angiography and balloon angioplasty of the right popliteal artery; and there was no patient injury or medical intervention required.